Event description:
Bayer case number: (B)(4). Essure device expelled from the fimbria of the left tube and noted to be in the adhered to the end of the tube. [Device expulsion]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure device expelled from the fimbria of the left tube and noted to be in the adhered to the end of the tube.") In a 44-year-old female patient who had essure inserted. The patient had a medical history of parity 2 and gravida ii. As concurrent condition the report mentioned pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the event had resolved. The reporter considered device expulsion to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.